Manufacturer narrative:
The complainant facility returned one (B)(4) dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter caps and blood port caps. The fibers were wet with indication of blood exposure. The fiber bundle was streaked with blood residue. There was coagulated blood within each screw flange. Gross visual examination of the dialyzer observed a kinked fiber beneath the non-cavity ID end. The reported complaint could not be confirmed as testing completed on the sample did not demonstrate any internal leaks. Visual examination of the dialyzer did not identify any damage, irregularities, or defects that may have affected the integrity or performance of the dialyzer. However, gross visual examination of the dialyzer observed a kinked fiber at approximately 20 degrees with the dialysate ports situated at 0 degrees. One end of the fiber was potted at the cavity ID end and the other end was potted at the non-cavity ID end. Microscopic examination of the kinked fiber found no evidence of a breach in the fiber wall; no leak location could be identified. Further examination of the fiber bundle did not identify any other damage or irregularities; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were with specification.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visible within the dialyzer. Blood test strips were used and tested positive. There was no damage identified on the dialyzer. The machine did alarm. Estimated blood loss was 300ml. No adverse effects were experienced by the pt and no medical intervention was required. The pt completed treatment with a new set-up on a different machine. The sample was returned for manufacturer evaluation.